Event description:
Pt admitted to hosp (B)(6) 2019. Pt reporting having issue with both pumps on (B)(6). Pump sn# (B)(4) and sn (B)(4), both for high pressure alarms. Pt was switched to hosp pumps until replacements get to her. Did the reported product fault occur while in use with a pt? No. Did the product issue cause or contribute to pt or clinical injury? No. Is the actual device available for investigation? Yes. Replaced the device. Reported to (B)(6) by pt/caregiver.